Event description:
Reference MFR report # 1627487-2019-05972.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Reference MFR report # 1627487-2019-05972. It was reported that the patient was not receiving adequate therapy from the system beginning from implant. Reprogramming was attempted with no success. In turn, surgical intervention was undertaken wherein the entire system was explanted.